Manufacturer narrative:
One used customized tracheostomy tube was received for evaluation. Functional testing was performed in order to detect possible leakage. Upon leak testing, the inflation and deflation process was consistent with what is expected from aire-cuf products. The testing was performed successfully, and no occlusion or leakage was detected. This investigation noted that this is the first time this end user ordered this type of device. It is possible that the end user expected a deflation similar to that of a tight-to-shaft (tts) product. Tight-to-shaft (tts) product cuffs contract completely to the diameter of the shaft; whereas, the cuff of this aire-cuf tracheostomy tube is not indented to contract completely to the diameter of the shaft. The device functioned as intended. A review of the device history record was performed, and no discrepancies were found. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the cuff valve of a portex® bivona® custom tracheostomy tube was faulty. The cuff consistently would not deflate. The device was never placed in the patient due to the fault. There was no patient involvement.